Manufacturer narrative:
The reported complaint of "autopulse platform (sn (B)(4)) displaying error code and directs to re-position of the patient and restart process was confirmed during device power on and archive data reviews. The investigation finding determined that the root cause of the reported issue was due to a defective load cell module 2 as a result of an aging component. No physical damage observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured on march 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. During archive data review, ua07 error message was observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the defective load cell module 2 identified during service evaluation was replaced. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was 1 similar complaint reported for autopulse with serial number (B)(4). Ccr 9095, reported on (B)(6) 2012, both load cells module 1 and 2 were replaced to remedy the reported issue.

Event description:
As reported, during patient care, the user's autopulse platform (sn (B)(4)) displayed an unspecified error code but directs to re-position of the patient and restart process. The re-positioning of the patient and restarting process were attempted several times by the users but without any success. No known impact or consequence to patient was reported.